Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had been hospitalized with hyperglycemia. The reporter stated that the patient had a blood glucose reading of ¿high¿ which indicates a blood glucose of over 600 mg/dl. The reporter also said that the patient had diabetic ketoacisosis. The reporter was unable to provide any specifics about treatment received while at the hospital. The reporter stated that there were occlusion alarms that had contributed to the blood glucose excursion. Troubleshooting determined that the patient was using the cartridges for longer than the specified amount of time. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the cartridge.